Event description:
Patient presented for treatment of cto in the perineal and posterior tibial arteries that had no distal flow. The physician indicated this as a last chance effort to restore blood flow. A guidewire was advanced to the perineal occlusion and a turbo elite used to lase the occlusion. The catheter progress stalled and there was an indication that the vessel distal to the cto had perforated. An angiogram was not done to confirm this. The md abandoned further action. The patient was discharged per operative plan. Efforts to obtain information from the physician/facility regarding the potential injury and/or the contributory device have been unsuccessful. A follow up report will be filed as further information becomes available.

Manufacturer narrative:
Device 510k number has been corrected to reflect the most current and up to date number, as of the date of the initial report.